Event description:
The customer reported that they installed a new main board and turbine eeprom and when they turned on the ventilator it started to ventilate properly for few mins (about 3 mins) and then started getting "xdcr fault" alarm.

Manufacturer narrative:
The EU carefusion technician evaluated the ventilator and all tests passed with the exception of the leak test. Found defective exhalation valve, leaking base manifold assy. Replaced exhalation valve, replaced base manifold assy. Installed pm kit and o2 cell.

Manufacturer narrative:
Failure analysis (fa) lab received a base assembly. Fa inspected and installed in a known good vela unit. Fa used leak detector and performed leak test and testing passed; no bubbles. Fa performed leak test with single house, closed circuit and testing passed; no bubbles. Fa performed leak testing both ways several times and testing always passed. Fa could not duplicate the reported issue of leak test fails per the field service rep. The base assembly was scrapped.

Manufacturer narrative:
(B)(4). The carefusion failure analysis tech will evaluate the alleged failed part if it is returned to the MFR.